Manufacturer narrative:
The bench repair engineer assessed the device. The previously reported problem with the paddles could not be verified. The device passed all testing. The device has been returned to the customer for service in its unchanged state and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a problem with the paddles. There was no patient involvement.